Manufacturer narrative:
Device evaluation by manufacturer: a field service engineering (fse) was at customer's site to resolve reported event. Fse confirmed the reported error by observing motion and tip attachment which reproduced reported error. Fse found the eki board nozl rating was out of range and resolved the complaint by adjusting the nozl rating. Instrument was validated by successfully completing quality control (qc); results were within acceptable range. No further action required by field service. The aia-900 instrument is functioning as expected. The aia-900, serial number (B)(4), was installed on (B)(6) 2019. A complaint history review and service history review for similar complaints was performed from installation date 08nov2019 through aware date 15jan2020. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states: [2061] tip attach error. Cause: a tip was not detected during the tip mounting check. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: check to ensure that the tip rack is properly seated. If the trouble reoccurs, contact the tosoh local representatives. The most probable cause of the reported event is due to nozl rating on eki board was out of range.

Event description:
A customer reported getting "2061 tip attach error" on the aia-900 instrument. Technical support specialist (tss) instructed the customer to check the tips, and customer confirmed the tip trays were down and door was closed. Instrument was rebooted and all set home and daily check run were performed without error, but error reoccurred during calibration run. The customer requested onsite service. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of progesterone iii (prog iii) and estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.